Manufacturer narrative:
(B)(4).

Event description:
Compliant was reviewed and deemed reportable during 2019 audit. The infiltration cannula was not properly handled, per the IFU. Failure to follow manufacturer's instruction for use during the initial insertion by the surgeon, and reusing the same cannula after noting that it was bent, was cause of the tip being broken in the patient. Excessive force was used during surgeon's initial insertion causing it to bend. There was a second cannula opened to replace the bent one, however the surgeon again used the bent cannula on the patient and the tip broke off. Infiltration cannula tip was left in the patient at discretion of the surgeon. The surgeon has advised that he did inform the patient of the situation and in his professional opinion did not feel that the piece remaining inside would be a problem.